Event description:
It was reported that a high pressure alarm was experienced.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating the reported the event did not occur while in use with a patient. One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a power up test was performed. Customer reported problem was not duplicated. The device was tested 3 times all 3 test passed within internal specification, however, the downstream sensor will be replaced as a preventive measure.